Event description:
Who gave you info? Pt. What is the complaint about the product? Autoject is getting slow, not always injecting completely. Was the product taken or administered? Yes, sometime. What is the lot number? Unk. Can the MFR call the f/u if necessary? Yes. Can the MFR arrange for product pickup? Yes. Md aware and drug therapy continues unchanged. Unk if pt experience any side effects due to dose not coming out fully. Reported to (B)(6) by pt/caregiver.